Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that one episode of oversensing was observed. The oversensing was determined to be due to electromagnetic interference. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.